Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit found damage to the distal edge of the stent. One distal stent strut was raised at 90 degrees to the normal plane of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause but due to anatomical/procedural factors encountered during the procedure so performance was limited.

Event description:
This complaint is now reportable based on the analysis completed on 03/07/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x16 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the severely calcified left anterior descending (lad) artery. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.